Event description:
It was reported that during unpackaging of the device, it was noted that the stent was exposed. The device was not used and there was no patient involvement. Additional information was not provided.

Manufacturer narrative:
(B)(4). The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.